Event description:
Ous MDR - after an implantation period of about 1 month, a decrease in r wave sensing (1 mv) was reported via home monitoring. During the revision procedure, a lead dislodgement was confirmed. The physician was unable to reposition the lead and replaced it. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted which might be related to the issues mentioned in the complaint description. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. Furthermore there were found cuttings in the insulation which were caused most likely during the implantation procedure. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.